Event description:
On (B)(6) 2013, it was reported that a system diagnostics test was performed which indicated a lead impedance of 10,000 ohms, which is indicative of a potential lead break. Follow up with the physician found that the high impedance was observed the day it was reported to the manufacturer. The device was programmed off (to 0ma) on the same day. No x-rays were taken at this time. No patient manipulation or trauma is believed to have caused or contributed to the event. No surgery occurred yet. No other information was provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.